Event description:
The patient reported that she went to give herself a meal time bolus, and the buttons would not function on her infusion device. The patient tried switching out the power pack, but the menu and check buttons still would not respond. Patient also stated that the third digit is missing segments on the display screen. The patient was going to switch to her back-up device. The patient's blood glucose was not affected. No medical treatment was needed. The product has been requested to be returned for evaluation.